Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign material was removed from body') in a female patient who had essure (ess205) inserted for sterilization. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 14 years 5 months after insertion of essure (ess205). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: as a result of the symptoms, she was hindered in her normal daily functioning, she was assessed as not capable to work and she suffered both psychological and physical injury. Amendment: the report was amended for the following reason: after internal review, essure insertion date was updated from (B)(6) 2015 to (B)(6) 2005. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pain in lower abdomen') in a 46-year-old female patient who had essure (ess205) (batch no. 12271222) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia, migraine, proctitis ulcerative, hyperthyroidism, depression and low back pain. Concurrent conditions included menopausal. Concomitant products included sumatriptan (imigran) since 1996 for migraine. On (B)(6)2005, the patient had essure (ess205) inserted. In 2006, the patient experienced inflammation ("inflammations in groin area"). In 2011, the patient experienced arthropathy ("symptoms in shoulders + joints"), panic attack ("panic attacks") and bursitis ("incidents of bursitis in shoulders"). In 2013, the patient experienced musculoskeletal stiffness ("morning stiffness") and spinal osteoarthritis ("osteoarthritis back + neck"). In 2014, the patient experienced depression ("depression"), irritable bowel syndrome ("irritable bowel syndrome") and insomnia ("insomnia"). On (B)(6)2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation disrupted"), 11 years 7 months after insertion of essure (ess205). On (B)(6)2017, the patient experienced basedow's disease ("accelerated thyroid, graves¿ disease"). In 2018, the patient experienced fibromyalgia ("fibromyalgia"). In 2019, the patient experienced colitis ("colitis"). The patient was treated with budesonide, tramadol, paracetamol and surgery (essure removal - tubectomy). Essure (ess205) was removed on (B)(6)2020. In 2018, the basedow's disease had resolved. At the time of the report, the abdominal pain lower, menstrual disorder, inflammation, musculoskeletal stiffness, arthropathy, panic attack, depression, irritable bowel syndrome, bursitis, spinal osteoarthritis, fibromyalgia, colitis and insomnia outcome was unknown. The reporter considered abdominal pain lower, arthropathy, basedow's disease, bursitis, colitis, depression, fibromyalgia, inflammation, insomnia, irritable bowel syndrome, menstrual disorder, musculoskeletal stiffness, panic attack and spinal osteoarthritis to be related to essure (ess205). The reporter commented: as a result of the symptoms, she was hindered in her normal daily functioning, she was assessed as not capable to work and she suffered both psychological and physical injury. Essure was removed at the patient's request. No follow-up was performed after removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2020: essure device removal questionnaire received. Information added: medical history, essure removal details. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pain in lower abdomem') in a 46-year-old female patient who had essure (ess205) (batch no. 12271222) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included sumatriptan (imigran) since 1996 for migraine. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced inflammation ("inflammations in groin area"). In 2011, the patient experienced arthropathy ("symptoms in shoulders + joints"), panic attack ("panic attacks") and bursitis ("incidents of bursitis in shoulders"). In 2013, the patient experienced musculoskeletal stiffness ("morning stiffness") and spinal osteoarthritis ("osteoarthritis back + neck"). In 2014, the patient experienced depression ("depression"), irritable bowel syndrome ("irritable bowel syndrome") and insomnia ("insomnia"). On (B)(6) 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation disrupted"), 11 years 7 months after insertion of essure (ess205). On (B)(6) 2017, the patient experienced basedow's disease ("accelerated thyroid, graves¿ disease"). In 2018, the patient experienced fibromyalgia ("fibromyalgia"). In 2019, the patient experienced colitis ("colitis"). The patient was treated with budesonide, tramadol, paracetamol and surgery (essure removal). Essure (ess205) was removed on (B)(6) 2020. In 2018, the basedow's disease had resolved. At the time of the report, the abdominal pain lower, menstrual disorder, inflammation, musculoskeletal stiffness, arthropathy, panic attack, depression, irritable bowel syndrome, bursitis, spinal osteoarthritis, fibromyalgia, colitis and insomnia outcome was unknown. The reporter considered abdominal pain lower, arthropathy, basedow's disease, bursitis, colitis, depression, fibromyalgia, inflammation, insomnia, irritable bowel syndrome, menstrual disorder, musculoskeletal stiffness, panic attack and spinal osteoarthritis to be related to essure (ess205). The reporter commented: as a result of the symptoms, she was hindered in her normal daily functioning, she was assessed as not capable to work and she suffered both psychological and physical injury. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain in lower abdomen') in a 46-year-old female patient who had essure (ess202) (batch no. 12271222) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia, migraine, proctitis ulcerative, hyperthyroidism, depression and low back pain. Concurrent conditions included menopausal. Concomitant products included sumatriptan (imigran) since 1996 for migraine. On (B)(6) 2005, the patient had essure (ess202) inserted. In 2006, the patient experienced inflammation ("inflammations in groin area"). In 2011, the patient experienced arthropathy ("symptoms in shoulders + joints"), panic attack ("panic attacks") and bursitis ("incidents of bursitis in shoulders"). In 2013, the patient experienced musculoskeletal stiffness ("morning stiffness") and spinal osteoarthritis ("osteoarthritis back + neck"). In 2014, the patient experienced depression ("depression"), irritable bowel syndrome ("irritable bowel syndrome") and insomnia ("insomnia"). On (B)(6) 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation disrupted"), 11 years 7 months after insertion of essure (ess202). On (B)(6) 2017, the patient experienced basedow's disease ("accelerated thyroid, graves¿ disease"). In 2018, the patient experienced fibromyalgia ("fibromyalgia"). In 2019, the patient experienced colitis ("colitis"). The patient was treated with budesonide, tramadol, paracetamol and surgery (essure removal - tubectomy). Essure (ess202) was removed on (B)(6) 2020. In 2018, the basedow's disease had resolved. At the time of the report, the abdominal pain lower, menstrual disorder, inflammation, musculoskeletal stiffness, arthropathy, panic attack, depression, irritable bowel syndrome, bursitis, spinal osteoarthritis, fibromyalgia, colitis and insomnia outcome was unknown. The reporter considered abdominal pain lower, arthropathy, basedow's disease, bursitis, colitis, depression, fibromyalgia, inflammation, insomnia, irritable bowel syndrome, menstrual disorder, musculoskeletal stiffness, panic attack and spinal osteoarthritis to be related to essure (ess202). The reporter commented: as a result of the symptoms, she was hindered in her normal daily functioning, she was assessed as not capable to work and she suffered both psychological and physical injury. Essure was removed at the patient's request. No follow-up was performed after removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2020: case was now reported from lawyer. Essure model number was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pain in lower abdomem') in a 46-year-old female patient who had essure (ess205) (batch no. 12271222) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included sumatriptan (imigran) since 1996 for migraine. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced inflammation ("inflammations in groin area"). In 2011, the patient experienced arthropathy ("symptoms in shoulders + joints"), panic attack ("panic attacks") and bursitis ("incidents of bursitis in shoulders"). In 2013, the patient experienced musculoskeletal stiffness ("morning stiffness") and osteoarthritis ("osteoarthritis back + neck"). In 2014, the patient experienced depression ("depression"), irritable bowel syndrome ("irritable bowel syndrome") and insomnia ("insomnia"). On (B)(6) 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation disrupted"), 11 years 7 months after insertion of essure (ess205). On (B)(6) 2017, the patient experienced basedow's disease ("accelerated thyroid, graves¿ disease"). In 2018, the patient experienced fibromyalgia ("fibromyalgia"). In 2019, the patient experienced colitis ("colitis"). The patient was treated with budesonide, tramadol, paracetamol and surgery (essure removal). Essure (ess205) was removed on (B)(6) 2020. In 2018, the basedow's disease had resolved. At the time of the report, the abdominal pain lower, menstrual disorder, inflammation, musculoskeletal stiffness, arthropathy, panic attack, depression, irritable bowel syndrome, bursitis, osteoarthritis, fibromyalgia, colitis and insomnia outcome was unknown. The reporter considered abdominal pain lower, arthropathy, basedow's disease, bursitis, colitis, depression, fibromyalgia, inflammation, insomnia, irritable bowel syndrome, menstrual disorder, musculoskeletal stiffness, osteoarthritis and panic attack to be related to essure (ess205). The reporter commented: as a result of the symptoms, she was hindered in her normal daily functioning, she was assessed as not capable to work and she suffered both psychological and physical injury. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information from consumer: patient demographics was provided. Lot number provided. The patient specified her symptoms. The event medical device removal was deleted and considered an medical intervention. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign material was removed from body') in a female patient who had essure inserted for sterilisation. On (B)(6) 2025, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 5 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: as a result of the symptoms, she was hindered in her normal daily functioning, she was assessed as not capable to work and she suffered both psychological and physical injury. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.